Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed, during device evaluation on site. The cause was identified as damaged force sensing resistors (fsrs). The fsrs were replaced in order to correct the reported condition. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a follow-up MDR will be submitted.

Event description:
The facility reported a flogard infusion pump that presented "f38." It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date the event occured is unknown. The device is currently in the process of being evaluated on-site at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.